Manufacturer narrative:
A (B)(4) service representative performed a checkout of the equipment and a review of the logs. The bag/vent switch was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the bag/vent switch was not working as expected. The clinician reportedly manipulated the switch several times to get it to work. There was no reported patient injury.